Manufacturer narrative:
Device is a combination product. (B)(6). Patient age at time of event: 18 years of age or older.

Event description:
Reportable based on device analysis completed on 23-oct-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The more than 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was completely removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Promus element plus, mr, ous 3.00 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent strut on distal rows 1-2 were lifted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.